Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a tear in the popoff valve. The popoff valve was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed, indicating the bellows could not deflate. There was no report of patient involvement.